Manufacturer narrative:
(B)(4).

Event description:
It was reported that system error 7 and helium loss alarms were detected during preventive maintenance. No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of "helium loss alarm" was confirmed upon investigation of the returned sample. The customer returned an ac2 pump assembly without its original pcs assembly (part number 77-3200-001, s/n (B)(6) for investigation. The sample was returned in a brown cardboard box with protective shipping packaging (inp-1 through inp-4). Visual inspection of the pump assembly was performed (inp-4 through inp-12), and dried blood was noted inside the bellow port (inp-11, inp-12). Functional testing could not be performed due to the blood contamination. Note: blood can only enter the iabp from an iab that develops a leak. The IFU states: "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the dried blood buildup inside the pump assembly. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that system error 7 and helium loss alarms were detected during preventive maintenance. No patient involvement.